Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Customer reported he has been in the hospital due to high blood sugars. Customer states he was out of supplies so he was using the infusion sets longer than he should have. Customer attributes overuse of infusion set to his high blood sugars and hospitalization. Customer reported his blood sugars had been running high for a couple of days; had a reading of hi so he drove himself to the hospital. Customer received a 960 on the hospital meter; was put on an insulin drip. Customer could not recall any other treatment received. Customer reported he gave himself a bolus of 10 units prior to going to the hospital. Customer stated the cause of the hospitalization was using the infusion sets for too long. Meter and strips are requested for return; infusion set has been discarded.